Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator during preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the trilogy 100 ventilator failed an o2 low flow test step during testing. There were no significant event(s) in the error log(s). The device was returned to technician for additional evaluation due to failed repair test. . If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator during preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation the trilogy 100 ventilator failed an o2 low flow test step during testing. There were no significant event(s) in the error log(s). The device was returned to technician for additional evaluation due to failed repair test. . If any additional information is received, a follow-up report will be filed. New information: during the evaluation the trilogy 100 ventilator failed an o2 low flow test step during testing. The gray foam was reseated to address the issue of o2 low flow. There were no significant event(s) in the error log(s). The device passed all test. The reported failure of o2 low flow is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Box h coding was updated.